Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was implanted and sutured in place deep within the patient. On (B)(6) 2014, the nurse practitioner attempted to pull the drain. The drain broke during removal. It was not established whether a portion of the drain was left in the patient. It was reported that the reason for this may be that the distal end of the drain is often trimmed before inserting therefore there is no way to know how much drain beyond the black dot was implanted. No other information was available.